Event description:
The male patient received a 3.0 x 33mm cypher select stent in the proximal left anterior descending (lad) and a 2.5 x 23mm cypher select stent in the first diagonal. During post dilation with the cypher delivery balloon using the kissing balloon technique, the patient had cardiac arrest. The patient was shortly resuscitated and recovered immediately. The event was graded as unrelated to the cypher stents.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-00639. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.